Event description:
It was reported that the patient fell and injured the left arm which was the same side as the implant. Follow up was conducted but it was unable to be concluded if the device function contributed to the patient's fall. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.